Manufacturer narrative:
The suspected pump was repaired in field. The review indicated that the j9 connector may have become fatigued, which could have contributed to intermittent signal loss. The probable cause of the reported issue is interconnect pwa (printed wire assembly). The interconnect board was replaced. No systemic product design issue was identified, and the device passed verification testing after service.

Event description:
Upon investigation of a medfusion 4000 syringe infusion pump the j9 connector of the pump may have become fatigued, which could have contributed to intermittent signal loss. This confirms the reported event, and the malfunction has the potential to stop an infusion if it were to occur during patient use. There was no patient involvement, and no patient harm reported.